Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: four images of the left shoulder demonstrate a reverse total shoulder arthroplasty with evidence of a loose glenoid component secondary to multiple fractured baseplate screws. Osteopenia is present. Humeral component appears to be intact. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to off-label use as a reverse baseplate was used in conjunction with the nano stemless anchor during the previous revision. This is not listed as an approved configuration. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown central screw unknown peripheral screw g2: foreign- australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00490 0001825034 - 2024 - 00492.

Event description:
It was reported that the patient was revised approximately 26 months post- initial implantation due to pain caused by a fracture of central and peripheral screws. Attempts have been made and no further information has been provided.